Event description:
It was reported that during a da Vinci-assisted right nephroureterectomy surgical procedure, error M 02 was showing and the ground pad icon never turned green. The customer stated that they tried with two different ground pads and cables. Technical Support Engineer (TSE) advised using ultrasound gel to get good contact between the patient skin and the ground, customer did not want to use it. TSE asked customer to fold the pad in half, it did not work and the icon stayed red. TSE advised using an external generator to use the Monopolar Curved Scissors (MCS) instrument. Bipolar was working well. The procedure was completing as planned with no reported injury. Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: Customer stated that since the problem originated solely from the monopolar system (green cable)¿possibly due to an issue with the connection of the electrosurgical pad¿they attempted to connect it to another ERBE console they had available, and the surgeon completed the procedure using that console.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE went on-site and replaced the Integrated ElectroSurgical Unit (IESU). The system was verified and ready for use. Intuitive Surgical, Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.